Manufacturer narrative:
The insulin pump was received with ink spots/bleeding on middle of lcd glass. No rattles anomaly when shaking pump noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that there were black spots on the screen. The customer's blood glucose was 162 mg/dl at the time of incident. The customer's mother stated that the insulin pump rattles when shook. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.